Event description:
It was reported by the patient to the company's patient services that they are experiencing repeated alarm sounds. The patient was recommended to contact their clinic. When the patient contacted the clinic it was found that an rv defib impedance warning had been triggered for the right ventricular (rv) lead due to high and undefined rv coil impedances. Additionally, trends showed that the pacing impedance also had high impedances.  An rv coil fracture was suspected. The patient then called patient services the following day and stated that the lead was loose, and they had went to the hospital yesterday, and the lead was "fixed". The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead also triggered a warning for high, undefined pacing impedances. Reprogramming was done and the leads remain in use.

Manufacturer narrative:
Continuation of d10: dtmb2qq crtd implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.